Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device had not completed infusion at the end of the expected 24 hour therapy time. The device had been filled with 1000mg vancomycin in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: june 23, 2017 - june 24, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. A functional flow rate test must be performed on the physical sample to verify the reported problem. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.